Event description:
A surgeon reported that following injection of the intraocular lens (iol), the haptics were detached. The surgeon reported a traumatic removal of the iol and it was replaced with a new lens during the same surgical procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).